Event description:
We received a letter from (B)(6) regarding a complaint in a (B)(6) hospital during an atrial fibrillation procedure. According to information received from the doctor, in the procedures was involved another catheter from other companies. (Boston, iasso webster, cordis and s. Jude). The (B)(6) event description reported was: (B)(4). After an afib ablation procedure, the patient blood pressure went down, the physicians discovered the perforation. During the action to help the patient and recover the blood pressure the physicians realized that the perforation was at the right atrial, on that chamber was not used bw catheter. Only a bw catheter was used, the ablation catheter, and it was used only at the left chamber. After awhile it was fine. The problem reported by the doctor was: it was a late pericardial effusion resolved without extending stay of the patient. The cause of the spill is unknown and it was resolved in the operating room. The doctor confirmed that the patient is good now.

Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. As no complaint sample or additional information is available for investigation the complaint is inconclusive.